Event description:
The account reported the bed exit alarm will not set. The bed is located in 6s hallway at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The tech found the scale was not zeroed before attempting to set the bed exit system, user error. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The tech in-serviced the account on the bed exit functions to resolve the issue. Based on this info, no further action is required.